Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's blood glucose was over 400mg/dl so the customer gave a bolus. Customer took another test and his blood glucose was 493 mg/dl. Customer took 5.0 units of insulin. Caller stated that the customer's blood glucose was at 76 mg/dl after trying to cover for the high blood glucose level. Caller stated that she feels that the meter is not reading correctly.